Event description:
It was reported that there was oversensing of noise on the right ventricular (rv) lead channel of this implantable device system. This resulted in one or more inappropriately stored episodes. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.